Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed lesion was located in a severely tortuous right coronary artery. The 3.50x20mm taxus liberte stent had difficulties crossing the lesion. While attempting to cross the lesion the stent was damaged. The stent appeared to be flared. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)